Manufacturer narrative:
Product event summary: analysis confirmed the reported interrogation issue; the rf (radio frequency) head would not interrogate and failed program / interrogate buttons functional test. Rf head cable found out of electrical specification.

Event description:
It was reported the rf (radio frequency) head has an interrogation problem when interrogating adapta, enpulse, etc. It is noted there is no problem when interrogating advisa MRI (magnetic resonance imaging) device. The rf head was returned for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.